Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual analysis revealed several cuts into the insulation. Furthermore, the insulation was in several areas squeezed resulting in a damaged conductor coil, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported loss of capture and high threshold. The measurements during the electrical analysis were accordingly to the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was noted the threshold of lv pacing lead had increased and failed to capture. The lead was explanted.